Event description:
2001, pt underwent implantation of staar model aa-4204vl intraocular lens in right eye. It was reported that the pt had a small capsulorhexis and when the surgeon was inserting the lens, pressure from the cartridge in the incision caused the tear to go around to the back posterior. The surgeon performed an anterior vitrectomy.